Event description:
Per internal imaging review there was confirmation of appearance of a new torn secondary chordae on the posterior mitral leaflet on post-procedural tee.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11 this is a supplemental report to correct the h6 clinical codes. Final MDR with investigation results was already submitted previously.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed empirically based on observations made by the clinical specialist. Available information suggests procedural related factors likely contributed to the event. Procedural factors include little to no posterior leaflet, on the first case the implant was grasping the posterior annulus. It was believed that part of the posterior leaflet tore in may as the patient felt great up until the 2nd reintervention day. Device was still attached to both the anterior and posterior leaflet on the date of reintervention and was not a complete slda as it was still attached to the posterior annulus or chords. It is unclear if the torn leaflet was the result of the slda, therefore, the most likely cause of this event is indeterminable. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Additional information received from the clinical specialist stated that the patient was first implanted on (B)(6) 2024, and came back for reintervention on (B)(6) 2024. The patient had little to no posterior leaflet, on the first case day we grabbed posterior annulus. It was believed that part of the posterior leaflet tore sometime in may as patient felt great up until the second reintervention day. Device was still attached to both anterior and posterior leaflets when we went back in for reintervention. It just appeared that posterior leaflet tore, or the chords tore and device was still attached to chords. This was not a complete slda (single leaflet device attachment) since the device was still attached to posterior annulus or chords. Imaging was difficult due to one device already being in the heart. Other than that, the team was able to successfully put in another device. The reintervention was successful with 1 additional ace, and the mr grade after the reintervention was moderate. It is unclear if the torn leaflet was the result of the slda. The patient had another device placed, and there is no plan for any surgery. There is confirmation that this valve is now explanted.

Event description:
Edwards received notification of a pascal in mitral position where it was determined that the patient was undergoing a re-intervention for a torn leaflet/slda (single leaflet device attachment) that occurred after initial implantation on (B)(6) 2024. There was leaflet detachment, only attached to the chords. The team went in with another device to at least stabilize the first device to hopefully stabilize the patient as a bridge to surgery.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.